Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing came apart and leaked during set up of the melphalan infusion. Although the infusion had not started, the tubing was connected to the patient at the time of the event. No patient harm was reported.